Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for several seconds. However, during the second inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.